Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient this implantable pacemaker device experienced discomfort after losing weight. A pocket revision was performed and the device was explanted. A new device was also implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the device was returned and was analyzed. Analysis determined that the allegations against the patient impact was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient this implantable pacemaker device experienced discomfort after losing weight. A pocket revision was performed and the device was explanted. A new device was also implanted. No additional adverse patient effects were reported.